Manufacturer narrative:
The pump passed the functional testing, including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. Upon battery installation, the pump powered up properly. The pump was monitored, and no blank display was noted. All operating currents were within specification, and no unexpected low battery or off no power alarms were noted. No isolation tape damage was noted on the lcd board. Upon visual inspection, the pump had moisture damage on the lcd board, mother board and motor. No frozen screen during boot up sequence or during testing was noted and the time clock advanced properly. The pump was received with intermittent button response due to corroded keypad traces. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that display screen was frozen with a number six on the display screen. When customer changed battery, display screen went blank and did not come back on. Customer also reported that buttons were not responding and there was moisture under display screen. Customer's blood glucose was 173 mg/dl. Customer reported that insulin pump was not dropped but battery compartment was cracked. Customer was advised that insulin pump would need to be replaced.